Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/2.5/086 (sphere/cylinder/axis) was intraoperatively implanted and removed due to a tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, a replacement lens was implanted and the problem was resolved. No patient injury was reported. Cause of the event is unknown.

Manufacturer narrative:
Weight-race:unk. Off label - acd<3.0 <21. Claim# (B)(4).